Event description:
The complainant had a surgical 52-year-old female patient admitted for coronary artery bypass graft (CABG) and valve. The impella rp pump positioning was causing oxygen desaturation. The pump was repositioned but the issue did not resolve. The pump remained for 13 days of support and was successfully explanted.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿

Manufacturer narrative:
The investigation for the positioning issue has been completed. The rp flex was returned and visually inspected. No cannula kink or catheter kink observed. Pigtail deformed during support or removal. No any other abnormality observed. The cause of the positioning issue was patient condition related due to patient small size and small aortic arch/ventricle.